Event description:
The customer reported to vyaire medical that the vela ventilator sound like it was turn on but no leds or the display did not turn on. At this time there was no information of patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.